Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
A wound infection of the device pocket was reported. Debridement was scheduled for (B)(6) 2014. The patient¿s status at the time of the report was alive with no injury. The medication infused was morphine. On (B)(6) 2014 information was received from a representative indicating that there was a superficial area of infection, but the infection did not extend into the pocket or infect the device. The debridement took place on (B)(6) 2014. The issue was considered resolved and the patient continued to receive effective therapy.